Event description:
During a review of the patient's programming history, an anomaly was identified. On (B)(6) 2009 the patient was initially interrogated at intended settings, a faulted system diagnostic test occurred resulting in a change to settings. The patient's output current was corrected, however the off time was left at 60 minutes and the magnet output current was programmed to 1.0ma. The magnet output current was programmed back to 0.0ma on (B)(6) 2010; however the off time was not fully corrected until (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.